Event description:
Boston scientific received information that this pacemaker was no longer providing pacing, causing the patient to lose consciousness. Attempts to interrogate the device have been unsuccessful. The device was explanted and will be returned for immediate laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was able to be interrogated with a programmer at a distance of 5 centimeters without issue. The memory was reviewed and no hardware resets or errors were found. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the clinical observations that the device was not pacing and could not be interrogated. This device met all specifications during testing.